Manufacturer narrative:
Film evaluation results are: review of pre-implant CT¿s revealed that the patient had a 5.7cm max diameter infrarenal aaa. The proximal neck diameter measured ~22mm just below the lowest right renal artery, and 2cm lower measured ~23mm. The neck contained minimal calcification and no apparent thrombus, and the lower section of the proximal neck was angulated 45 deg a-p; relative to the distal aorta. The iliac arteries were moderately tortuous and minimally calcified. The right common iliac artery ranged in diameter from 18 ¿ 23 ¿ 21mm, and the left common iliac artery ranged in diameter from 17 ¿ 19 ¿ 16mm. Review of CT¿s 5 weeks post-implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned several mm¿s below the lowest right renal artery. The aortic diameter just below the level of the sma measured 23mm. The bifurcate proximal od measured ~22mm, and 2cm below the left renal artery the bifurcate od was ~24mm. The bifurcate ipsi limb on the right side was extended with another limb into the distal section of the right common iliac artery; the distal right limb extension od measured 22mm. The contra limb was positioned down into the distal section of the left common iliac artery; the distal contra limb od measured 17mm. The max diameter aaa measured 5.5cm, and several lumbar arteries were seen feeding the distal portion of the aaa sac. There appeared to be good proximal and distal limb sealing. Both limbs were patent and no stent graft kinks, compression, or other issues were observed. Review of CT¿s 14 months post-implant revealed that the endurant bifurcate was positioned several mm¿s below the lowest right renal artery. The aortic diameter just below the level of the sma measured 24mm. The bifurcate proximal od measured ~24mm, and 2cm below the left renal artery the bifurcate od was ~26mm. The max diameter aaa measured 5.8cm, and several lumbar arteries were seen feeding the proximal neck ~3cm below the right renal. Both limbs were patent and no stent graft kinks, compression, or other issues were observed. Review of CT¿s 33 months post-implant revealed that the endurant bifurcate was positioned ~5mm below the lowest right renal artery. The aortic diameter just below the level of the sma measured 24mm. The bifurcate proximal od measured ~26mm, and 2cm below the left renal artery the bifurcate od was ~27mm, and the aortic diameter at that location measured ~29mm. The max diameter aaa measured 6.8cm, and contrast was seen along the posterior side of the bifurcate aortic body near the top of the sac. This appeared most likely a proximal type I endoleak. There may also have been a type ii endoleak from several lumbar arteries seen feeding the proximal neck. Both limbs were patent and no stent graft kinks, compression, or other issues were observed. The exact cause of the observed aneurysm expansion over the course of the implant duration could not be determined from the films provided. However, a likely type I endoleak and possible type ii endoleak may have been the source of the aaa expansion. The proximal type I endoleak was most likely due to disease progression (neck dilation) with several mm distal migration of the bifurcate. Images during and post-intervention with endoanchors and an aortic cuff were not available for review.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, a recent CT revealed an unknown endoleak. An angiogram revealed that the endoleak was a proximal type I endoleak. The physician elected to implant aptus endoanchors and the event was resolved. It was also noted that, after the anchors resolved the type ia endoleak, a cuff was implanted during this procedure as a prophylactic measure to extend the proximal seal. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.